Manufacturer narrative:
Batch review performed on 24 april 2017. Lot 1652677: (B)(4) items manufactured and released on 11 november 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Not yet received.

Event description:
During the final cup impaction the terminal cup impactor remained stuck in the implant. The surgery was completed using another cup and terminal cup impactor. The surgery was completed successfully.

Manufacturer narrative:
On (B)(6) 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: analyzing both cup and terminal we see that there are some scratches on the balinit c coating of the terminal and in addition, also the cup internal suface is little bit scratched with black signs. It is possible that excessive impaction force caused scratches on the balinit-c coating and consequently increased friction coefficient between the terminal and the cup.